Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported the driver does not release the implant. Procedure was completed in the same day.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ire200u, (certain® universal ratchet extension implant driver (long)) for evaluation. Visual evaluation of the as returned devices identified the driver with signs of use. The implant's driver was observed stuck inside the implant, and did not disengage/release as intended during a functional test. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ire200u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿does not disengage/release¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used - customer error, or excessive torque applied. Therefore, based on the available information and functional testing, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.